Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced drive unit was requested for return to livanova (B)(4) for further investigation. The reported issue was reproduced during testing and the root cause was identified to be mechanical damage to a connector on the control board of the drive unit. The control board was replaced and the drive unit was functionally tested without issue. A technical safety inspection was successfully performed and the device was returned to livanova USA to be returned to the customer.

Manufacturer narrative:
(B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported error. The drive unit was replaced to resolve the reported issue and subsequent testing did not identify further errors. Through follow-up communication with the customer, (B)(4) learned that the customer uses a terumo adapter plate when operating the equipment. The use of the adapter plate is not approved in the instructions for use (IFU) and can lead to the reported issue. The customer was informed of this and stated that the adapter plates have been in use at the facility for a several years. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that the centrifugal pump system with tubing clamp displayed an error code on the console during a procedure. There was no report of patient injury.